Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the motor rpms could not be tested due to a damaged power cord and the device was out of calibration. The motor, plug harness, switch, strain relief, and various bearings were replaced and the device was recalibrated and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that during testing it was noted that the device had exposed/frayed wire. No harm or delay were reported as it relates to this event. No other adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.